Event description:
The explanted devices were received by the manufacturer and they underwent analysis. The abraded openings found that the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There is no evidence to suggest discontinuities in the returned portion. A portion of the lead assembly including the electrode array section was not returned for analysis and an evaluation cannot be made on that portion of the lead. The generator performed according to functional specifications

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent a lead replacement due to high impedance. The existing generator was replaced prophylactically during the same intervention. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Return of the explanted devices is expected but they have not been received to date.